Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had pressure sensor issues was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that pressure sensors were coming apart inside of the pump module. Once the sensor is reassembled and placed back into the pump, it operates as expected. There was no patient involvement.